Event description:
Additional information received reported that the manufacturer's representative met with the patient on 2011-(B)(6). Impedances were check at this time and everything was in range and the therapy was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect following an unrelated medical procedure on (B)(6) 2011. A surgeon "moved the device for screws and spinal fusion and then moved them back". Pain was reported as an 8 out of 10. Additional information received reported that the therapy was the same as in the past. A manufacturer representative was planning to meet with the patient to ensure that the system still worked, and to conduct an impedance test. Additional information has been requested, but was not available as of the date of ths report.